Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced 'pump did not detect or alarm for the upstream occlusion' during therapy of vasopressors in the intensive care unit. There was no patient injury or medical intervention associated with this event. No additional information is available.